Event description:
The patient experienced a loss of therapeutic effect following an unrelated medical procedure. The patient was admitted to the hospital. Their status was reported as 'fair'. On/off options were discussed with the hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.